Manufacturer narrative:
Medwatch sent to FDA on 03/08/2016. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of lump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): induration or nodules at the injection site."

Event description:
Patient reported having an injection with unspecified juvederm ultra plus in the lips. After 2 years, the patient "still has a lump on the border of [their] lip."